Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, wear abrasion, overweight and observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified; smooth curved opening on posterior, sharp curved opening on patch, stress marks and non-penetrating nick. Based on the device analysis the final assessment is: a smooth opening on posterior assessed as smooth opening and a sharp opening on patch assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange due to patient's concern with the product.

Event description:
Healthcare professional reported left side exchange due to patient's concern with the product. Healthcare professional additionally reported "outer lumen empty". Device has been explanted.